Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump, and the customer was informed of the necessary procedures for returning the defective pump and storing it before sending it back. A backup insulin pump was used to ensure insulin delivery was not interrupted.